Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were failed, one pocket was not detected on bus, and the drawer was unable to recover. The field service engineer (fse) found that the main drawers 5.1 and 5.2 were not detected on the bus and logged into the hardware test application (hta) to apply a firmware update. The station was powered down, and all cable connections at the back of main drawer 5 were reseated. After powering the station back up, all drawers were detected with no failures. The fse tested the functionality in hta successfully. The customer also logged into inventory and confirmed that both drawers were working as designed. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer pocket was not detected on bus, and after the power was cycled, the entire drawer failed and did not recover. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.